Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient noticed that on (B)(6), they look downward when the stimulation was off. The patient was getting stimulation in their vaginal area as well as their hands. The physician would be doing more assessment but initially they feel that it may be an inflamed/agitated nerve. It was reported that there was stimulation in the wrong area/stimulation when off. The cause of the patient feeling stimulation in their vaginal area and hands while stimulation was not determined. The physician stated that it was possible an inflamed nerve and to give it time to calm down. Normal impedances were seen. They turned stimulation on and the stimulation in the vaginal area did not increase or decrease. No actions or interventions were taken to resolve the stimulation in their vaginal area and hands while stimulation was off. It was reported that this was considered a sudden change in therapy. Relevant medical history includes non-malignant pain.